Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 4 reports are being submitted under : 3010377594-2022-00014, 3010377594-2022-00015, 3010377594-2022-00016.

Event description:
It was reported that between may 13 and may 16th a physician had 2 cases of 1 bad sealing and 1 case were the device stopped working in the middle of the procedure. Another device had to be used to stop the bleeding. No harm reported . 4 devices were used total. No additional information is available.

Manufacturer narrative:
This complaint was determined to be not reportable since it was determined that the device stopped sealing and was replaced with a second device thus completing the procedure. No harm to the patient was reported. No injury reported. Please disregard this submission.